Event description:
Subsequent to the previously filed report, device analysis of the armada 14 bdc found the balloon to be separated 5mm distal to the proximal seal and the inner member to be separated at the proximal balloon marker. The distal portion of the balloon and inner member were not returned. Additional information was received from the account regarding the separated balloon and in the physician's opinion, he had retrieved the entire balloon. He was unaware the distal portion of the balloon had not been retrieved and therefore remained free floating in the patient. No additional information was provided.

Manufacturer narrative:
Patient codes: 2687 not labeled. Device codes: 1562 not labeled. Internal file number - (B)(4). Correction - removed patient code 2199 and replaced with 2687. Evaluation summary: a visual inspection was performed on the returned device. The reported separations were confirmed. The reported inflation/deflation issues and difficult to remove from the guiding catheter and guide wire were unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There was no damage noted to the balloon catheter during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the IFU, pta, catheter, armada 14, global, ce, instructions for use, states: to fill an inflation device/syringe with a mixture of contrast medium and normal saline. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case, the continued use of the device after initial deflation issue and forced removal of the device resulted in the separations and subsequent damages. The IFU deviations did contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported deflation issue. The reported difficulty to remove from the guiding catheter and guide wire appear to be related to operational circumstances of the procedure. The reported separations and subsequent damage to the device appear to be related to user error. Continued use of the balloon catheter after initial deflation issue likely caused damage to the device resulting in the difficulty to inflate and deflate. Manipulation with force during retraction against resistance with the partially inflated balloon and guiding catheter resulted in the separations and subsequent damages. The reported difficulty to remove the unknown ht command wire likely caused stretching of the inner member on the guide wire due to manipulation. The reported patient effect appears to be related to operational context of the procedure as the separated balloon was left free floating in the patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: cordis berenstein 5f; guide wire: ht command (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The command guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion. The 3.0x120mm armada 14 balloon dilation catheter (bdc) was advanced and during deflation, the balloon did not completely deflate. The balloon was then moved to the peroneal artery (still not completely deflated) and inflated, at 8 atmospheres (atm) and 13 atm, the balloon did not fully inflate as the middle of the balloon remained closed. The balloon was difficult to deflate (120 seconds at 8 atm), and force was used to remove the bdc due to resistance with a command guide wire and a non-abbott 5f guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.